Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was explanted due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.